Manufacturer narrative:
(B)(4). Concomitant medical products: oxf anat brg lt md size 4 PMA, item 159548 , lot 368320, therapy date - (B)(6) 2017, oxf uni tib tray sz d lm PMA, item 154724 , lot 271400, therapy date - (B)(6) 2017. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2018 -00149 and 3002806535 - 2018 - 00150.

Event description:
It was reported that a patient underwent an initial knee procedure and subsequently the patient was revised due to unknown reason.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.